Event description:
It was reported that the customer's high blood glucose was high and she was vomiting and unresponsive. Advised the customer's mother to give her a bolus using the bolus wizard. It was stated that the customer was treated 13.7 units. Encourage the mother to call the paramedics, but she refused several times. It was stated that the mother had given the customer a soda pop to drink. Advised the mother to monitor the customer's glucose level and to take her to the hospital. A follow up was conducted and found that the paramedics arrived to the scene and were treating the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.